Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The customer alleged that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: the pump has been returned and evaluated by product analysis on 10/05/2017 with the following findings: during investigation, the initial complaint of difficulty removing the battery compartment cap could not be duplicated. There was no difficulty removing the battery compartment cap. There was also no damage to battery cap, the cap was found to attach securely to a test pump and was removed without difficulty. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.